Event description:
It was reported that during a laparoscopic gastric bypass, after firing the device, it appears the staples were formed properly but seemed to be giving way. The staple line was oversewn. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.